Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site medibo n.v (under registration #3004468271). As of 2011, that number was de-activated due to the site no longer shipping product to the USA and until 2014 complaints related to these products were handled by arjohuntleigh, a branch of arjo limited med ab and any medwatch reports were submitted under registration #1000381138. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. On 21 jul 2018, arjo was informed about the event with the participation of the sara 3000 active floor lift, which took place in (B)(6). It was reported that during raising of the patient fitted in the sling (87 years female), the patient foot slipped off from the foot support (the plate where the patient's foot must be placed during the transfer). This situation caused that the patient got scared and let go of the lift. At that time, the caregiver present during the transfer started to lower the lift. As the result of this event, the patient complained of pain and fractured both femurs. The patient required hospitalization and had to go to the emergency room. Following clinical expert opinion, the fractures to both femurs as reported in this event meets the definition of a serious injury. The customer was visited by the arjo representative, who performed the inspection of the device involved in the incident- sara 3000 active floor lift. This unit was manufactured in may 2009 by the former manufacturer medibo medical products (belgium). It was under the arjo service contract and the last service was performed on 10-may-2017. The device evaluation showed that the physical condition of this unit was good. The device was working in accordance with specification during testing, no failure was found. The sara 3000 device is the active floor lift. This means that the patient shall have an active participation in the transfer process- from raising the resident to the standing position, up to the transfer with the lift. In other words, the intended user group as indicated in the device labeling should be mentally and physically capable of at least partial standing capability and stability. In case of a reported event, during raising, the patient foot slipped off from the foot support and the patient let go of the support grips. The operating and product care instructions (kkx81010m-en rev.3) states: "the resident must hold on to the resident support grips with one or both hands. The resident is then ready to be raised". They allow maintaining the patient's stability during the transfer. Additionally, the safety instructions includes information regarding the intended use of the sara 3000: "before attempting to use sara 3000, a full clinical assessment of the resident his/her condition, and suitability must be carried out by a qualified person." "Sara 3000 shall always be handled by a trained caregiver, continuously attending to the resident, and in accordance with the instructions outlined in these operating and product care instructions." Based on the additional information received, it can be concluded that environment in the room, where the event occurred was humid (like out of the shower) and the patient during the transfer was barefoot. These factors in combination with the fact that the patient was not stable enough to bear his weight are considered as a contributing factors to this occurence. When reviewing the reportable events for sara 3000 and similar active lifts, we have found a number of cases related to this type of event: patient not suited for use with the device. In summary, the device was being used at the time of the event and played a role in the reported incident. There was no device deficiency found and from that perspective, the system was up to specifications at the time of the incident. The complaint was decided to be reportable because the patient sustained a serious injury as an outcome of the reported event.

Event description:
On 21 jul 2018, arjo was informed about the event with the participation of the sara 3000 active floor lift, which took place in (B)(6) health campus in (B)(6). It was reported that during raising of the patient fitted in the sling ((B)(6) female), the patient foot slipped off from the foot support (the plate where the patient's foot must be placed during the transfer). This situation caused that the patient got scared and let go of the lift. At that time, the caregiver present during the transfer started to lower the lift. As the result of this event, the patient complained of pain and fractured both femurs. The patient required hospitalization and had to go to the emergency room.